Event description:
It was reported that this pacemaker and a non-boston scientific right ventricular (rv) lead exhibited intermittent high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. Review of stored device data in the remote home monitoring system noted a stored signal artifact monitor (sam) episode that appeared to be a false/positive due to atrial fibrillation (af) as well as a subsequent sam episode that contained noise that appeared consistent with oversensing related to the minute ventilation (mv) feature. Technical services (ts) discussed potential causes and troubleshooting options. It was noted that the physician may consider device replacement due to the patient being pacemaker dependent. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker and a non-boston scientific right ventricular (rv) lead exhibited intermittent high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. Review of stored device data in the remote home monitoring system noted a stored signal artifact monitor (sam) episode that appeared to be a false/positive due to atrial fibrillation (af) as well as a subsequent sam episode that contained noise that appeared consistent with oversensing related to the minute ventilation (mv) feature. Technical services (ts) discussed potential causes and troubleshooting options. It was noted that the physician may consider device replacement due to the patient being pacemaker dependent. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that the root cause of the out of range impedance measurements was not determined. Surgical intervention was undertaken. The device was explanted and replaced with a non-boston scientific device. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this pacemaker and a non-boston scientific right ventricular (rv) lead exhibited intermittent high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. Review of stored device data in the remote home monitoring system noted a stored signal artifact monitor (sam) episode that appeared to be a false/positive due to atrial fibrillation (af) as well as a subsequent sam episode that contained noise that appeared consistent with oversensing related to the minute ventilation (mv) feature. Technical services (ts) discussed potential causes and troubleshooting options. It was noted that the physician may consider device replacement due to the patient being pacemaker dependent. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that the root cause of the out of range impedance measurements was not determined. Surgical intervention was undertaken. The device was explanted and replaced with a non-boston scientific device. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.